Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient states that their intensity turns itself down to zero. They are laying on their back but the controller tells them that they are laying on their front. If they lay on their front it tells them that they are laying on their back. If they roll over on their right side it will say they are on their left side and 0 volts. If they roll over on their left it shows that they are reclining and at 0 volts. They will press re-check a couple times and it says 5.2 volts and reclining. They spoke with their manufacture representative (rep) who told them that it is normal because they are changing positions. However, the patient wants every position to be set at 5.2 volts. During the report it was determined that the stimulation was on and the adaptive stimulation (as) was enabled. It was confirmed the controller was displaying the correct position and amplitude. Patient services reviewed troubleshooting options of checking their position, changing to the desired position, adjusting the amplitude to the desired setting, and staying in the current position for up to 5 minutes. It was also noted that the controller was showing the wrong position. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jul-27. The patient stated that the cause of the controller showing the wrong position and the intensity turning itself down to zero was due to the adaptive stimulation (as) settings being wrong. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2018. The manufacture representative (rep) met them there. However, the issue has not been resolved. No further complications were reported/are anticipated.